Event description:
This report is being filed upon notification from our mr MFR in foreign country to submit this incident that occurred in another country. The philips field svc engineer (fse) was changing an rf tube of an rf amplifier and waited 5 mins before he continued according to the warning sticker on the rf amplifier. He used the dedicated tool to take out the rf tube. Although his tool is isolated, the fse rec'd an electric shock which resulted in injury needing treatment in the hosp. Serious burn injury on his arm.